Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced, and the unit was returned to service.

Event description:
The hospital stated that during a case, the unit was alarming battery charging. When they attempted to remove ac power the unit did not switch to battery power. Ventilation was available on ac power only. There is no report of patient injury.